Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found that due to damage on the charged coupled device (ccd) unit, a noise image occurs. Based on the results of the investigation, the root cause of the reported malfunction was not identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that due to damage to the charged coupled device (ccd) unit, a noise image occurs. There was no report of patient involvement.